Event description:
User alleges that while using the hotline for a blood transfusion they observed approx six inches of air in the l-70ni administration set. According to the nurse air ran out of the tubing prior to reaching the pt. This occurred 3-4 times during the procedure. The nurses remained with the pt entire time and ensured that no air entered the pt.